Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 650 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump make loud humming noise. Customer declined troubleshoot for high blood glucose. The device will be returned for analysis.